Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (3) unknown 2.7 variable locking screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an olecranon fracture and was implanted with a plate and an unknown quantity of 2.7mm variable angle locking screw on an unknown date. Post-operatively, the patient had healed and a planned revision surgery was scheduled as patient wanted the implants removed. On (B)(6) 2016, while removing the implants, three (3) variable angle locking screws broke. Some fragments were retrieved; however, some fragments remained in the patient. There is no plan to go back and remove the remaining fragments. The plate was removed intact. There was a surgical delay, however, the delay time is unknown. The procedure was completed successfully and patient status was reported as "fine." Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1) this complaint involves 1 part.